Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with cracked case at display window corners, display window and battery threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's up arrow on the insulin pump was not working. Customer stated she had to press the up button hard to make it work. Customer's blood glucose was 157 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.